Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The display screen was dim and discolored. The battery compartment was cracked. Unrelated to these issues, the pump was returned with a peeling keypad cover. (B)(6).